Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment for the event with injection fortum (1 gram, intraperitoneally (ip), frequency not reported) and injection reflin (1 gram, ip, frequency not reported). The outcome of the peritonitis and whether the patient was hospitalized for the event were unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.